Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings. The customer's blood glucose reading was 250-300 mg/dl. The customer is also going through chemotherapy. The customer had symptoms such as dry mouth. The customer stated that ate nothing and still had high readings. The customer also mentioned air bubbles in the tubing. The product was not returned for analysis.